Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead exhibited high/undefined impedance and was suspected for fracture. The lead was programmed off, and later explanted and replaced. No further patient complications have been reported as a result of this event.